Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit.

Event description:
N/a.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that when attempting to use a trans-ray plus 40cc during an ami, the optical sensor connector was inserted into the iabp device after the patient had been inserted, and an "optical sensor failure" alarm occurred. The same phenomenon occurred again after reinserting the catheter several times, so the use of the iab was abandoned. A new, brand-new iab catheter was then introduced, and this time it could be used without issue. There was no health risk to the patient as a result of this incident. The iab in use for one day.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b7, d4 (lot no, UDI no.), e1 (initial reporter), e2, e3, g3, g6, h2, h6 (type of investigation, investigation conclusions), h11. Corrected fields: d4 (lot no., UDI no.), h6 (medical device ¿ problem code). . Complaint record ID no. (B)(4).